Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: the inserter shows few signs of cosmetic wear on the tip. Functional inspection: both hexalobe features on the inserter and the screw were aligned, and were able engage without any restrictions. The reported failure was only seen sporadically during immediate disengagement and when torque was applied to the system. Hence, this issue could not be consistently replicated. As the instrument was found with jamming issues, it is unclear how and when the incident occurred and what surgical steps were taken during previous surgeries, with the screw inserter. Inserting the screw with more force than normal, on a bone, can compound torsional forces at the screw/inserter interface, compromising the insertion feature of the screw head. As mentioned in the product IFU, to fully seat the inserter into the screw-head, the inserter has to be completely aligned with the screw. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface, reduce torque overloading, and reduce failures as reported.

Event description:
This report summarizes one malfunction event where the tip of a yukon oct polyaxial screw inserter jammed during device inspection pre-operatively. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes one malfunction event where the tip of a yukon oct polyaxial screw inserter jammed during device inspection pre-operatively. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported.